Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon inserted a 13.2 mm vicmo13.2 implantable collamer lens, -15.00 diopter and the lens tore/broke during delivery into the eye. The lens was removed and exchanged during the same surgery, with no report of any injury. The lens exchange with another same model/diopter lens resolved the problem. A suture was required.

Manufacturer narrative:
Claim # (B)(4).